Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: UDI: (B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component wear. Investigation summary = service evaluation: product: 532.101(colibri ii handpiece)/11418. Reported issue: item spotted by nurses that trigger button is loose during reprocessing. A visual and functional assessment was performed on the device according to se_463364_ak. The following steps failed: section 60: check for sticky triggers. Section 140: check power with power test bench. During service/repair the following was observed: handpiece had loose bottom trigger and insufficient power. Replaced motor. Full servicing performed. Repaired hand piece tested and working within specifications. During the service evaluation the following failures were identified: functional : insufficient/low power . Functional : sticky trigger. Functional : loose . Conclusion: failure reported is confirmed. Root cause: faulty parts (3210). Action: repair. Device history lot = null. Device history batch = null. Device history review = no manufacturing record evaluation required as no manufacturer or service related issue found.

Event description:
It was reported from singapore that during service and evaluation, it was determined that the handpiece device had the following failures: insufficient/low power, sticky trigger and loose. It was further determined that the device failed pretest on check for sticky triggers and check power with power test bench. It was noted in the service order that the trigger button was loose during reprocessing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.